Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall and prompted a restart, after which notifications cleared; the user stated blood glucose was 184 mg/dl and unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.